Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the power supply was replaced. (B)(4).

Event description:
It was reported that there was no response when the programmer was turned on. The programmer was returned for servicing. There was no patient involvement.